Manufacturer narrative:
Complainant states customer has viking m lift with a slingbar 350 where the red lever on quick release hook has cracked off. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. The distributor will order a new part and return the broken one for the MFR to evaluate. No further info is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the red lever has broken off the quick release hook connected to the slingbar on a mobile lift. The lift was located in the pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).